Manufacturer narrative:
Concomitant medical products: 5 french pigtail catheter. Complaint conclusion: as reported, the patient was implanted with an optease vena cava filter and is still in place. Per the medical records, history includes retroperitoneal hematoma and left femoral/external iliac dvt. During the implant procedure, the filter was deployed just below the level of the renal veins at the l1-2 disc interspace. The patient tolerated the procedure well. Per the patient profile from (ppf), the patient reports fear of possible device failure in the future, severe chest pain, and shortness of breath. Per the medical records, a CT scan revealed the filter demonstrated crimping of the proximal aspect of the left lateral strut which penetrates the ivc by 2-3mm, contacting the lateral aspect of the abdominal aorta. The superior filter dome is mildly angulated to the right while the inferior filter down is mildly angulated to the left lateral aspect of the cava. There was extensive luminal calcification and there was also noncalcified left lateral component with features consistent with a chronic aortic dissection with extensive obliquely calcification within the lumen. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety, pain and shortness of breath do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient was implanted with an optease vena cava filter and is still in place. The extent of the device failure has not been fully documented by the patient's treating medical providers. As a result of the malfunction, the patient has or may suffer life-threatening injuries and damages and require extensive medical care and treatment. The patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The patient will require continued close monitoring of the filter, medications to reduce the risks of new blood clots, and may need a risky surgery to attempt to remove the filter. According to the information received in the patient profile from (ppf), the patient became aware of the reported events eight years and one month post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fear of possible device failure in the future, severe chest pain, and shortness of breath. The following additional information received per the medical records state that the patient has a history of a retroperitoneal hematoma and left femoral/external iliac dvt. During the implant procedure, the right common femoral vein was accessed. A 5 french pigtail catheter was then passed over a wire into the ivc. An introducer sheath was advanced and the filter was deployed just below the level of the renal veins at the l1-2 disc interspace. The patient tolerated the procedure well. The following additional information received per the medical records state that a CT scan of the patient¿s abdomen was performed. The caval filter demonstrated crimping of the proximal aspect of the left lateral strut which penetrates the ivc by 2-3mm, contacting the lateral aspect of the abdominal aorta. The superior filter dome is mildly angulated to the right while the inferior filter down is mildly angulated to the left lateral aspect of the cava. There was extensive luminal calcification and there was also noncalcified left lateral component with features consistent with a chronic aortic dissection with extensive obliquely calcification within the lumen.